Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep stated that are ready to head into a case and indicated that contacts 4-7 were showing greater than 40,000 ohms. The rep inquired about which device the patient had. They stated that they will have to see what the patient has for certain after they open the patient and implant accordingly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was a loss of therapy on the right side starting in (B)(6) of 2018. The following impedance measurements from electrode pairs were found during an impedance check: 0-1 = 394 ohms; 0-2 = 454 ohms; 0-3 = 347 ohms; 1-2 = 454 ohms; 1-3 = 394 ohms; and 2-3 = 86 ohms. The patient only has one lead implanted, and the lead was indicated to be subcutaneous, which would explain the reason that there were lower than normal impedances on the left side. The patient described some surging of therapy before the loss, which may explain the lead degrading as it had been implanted in 1995. The implantable neurostimulator battery level is 2.56 volts, which is still okay but is nearing low. It was discussed with the patient that the lead would likely need to be replaced due to the age of the lead. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was replaced and the old ins was discarded. The patient was getting stimulation coverage bilaterally in the lower back and legs. No further complications are anticipated.